Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6307512, expiration date: 2021-10-31, manufacture date: 2016-11-28. Medical device lot #: 6307912, expiration date: unknown, manufacture date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd q-syte¿ luer access split septum with small bore extension set, fixed nut leaked during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: bd received 6 used samples for evaluation. Each of the returned units was microscopically inspected and leak tested and each unit met manufacturing standards. Five (5) of the samples received without white cap and one without q-syte. Max q-syte removal value was 18.08 when the spec is 6-28 oz in. All samples have been leak tested at 20 psi inlet, 8 psi outlet according to test method qcge-011sp finding no leakage issues. No damage or cracks are appreciated on samples. The returned material was evaluated and the failure mode for leakage was not observed. Based on DHR review for material (B)(4) with lot number 6307512, all samples taken for visual and functional characteristics properly met the acceptance criteria. Based on sample evaluation, the incidents reported by the customer were not confirmed. Internal rejects database was consulted for leakage/q-syte removal and no issues related have been reported/detected. Process fmea (B)(4) was reviewed and there are proper controls in place to detect product malfunctions. Investigation conclusion: based on investigation results to date, root cause for manufacturing process cannot be determined.